Event description:
Reported blood glucose results of "47 mg/dl, 130 mg/dl and 137 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution are being replaced.